Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6), 2011, this patient was treated for an abdominal aortic aneurysm and right iliac artery aneurysm using gore excluder aaa endoprosthesis. Completion angiography revealed that one limb of the iliac extender components implanted was kinked post implant. The iliac artery was reported to have a very sharp right angle turn distal to the iliac bifurcation. The physician elected to place the pxl there regardless of patient anatomy. The kink was present but since there was good blood flow and pedal pulses verified, the physician left it as is. Later that evening, a fem fem bypass procedure was performed by dr (B)(6). On (B)(6), 2011, a follow up CT revealed a clotted limb of one of the pxl's that was kinked. Dr (B)(6) reintervened on the patient's right side implanting bare metal stents (manufacturer unknown) inside the kinked portion of the device. The physician also performed balloon angioplasty. The patient tolerated the procedure and there was good blood flow distally.